Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: gen illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction with unspecified mentor gel implants and experienced a rupture on the left side post-operatively and a general feeling of unwellness. As a result, the patient underwent explantation on (B)(6) 2019. This report is for the right side device.

Manufacturer narrative:
On (B)(6) 2019, it was noticed that outcomes attributed to adverse event was erroneously marked in the previously submitted report and the field was updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2019, mentor became aware that the previous correction did not include a due date. The due date should be (B)(6)2019. Manufacturer¿s reference number: (B)(4).